Event description:
It was further reported that in (B)(6) 2010, the patient presented with substernal chest pain that radiates to left arm accompanied by nausea and lightheadedness. At the time of the event, there was a 70% instent restenosis of the previously placed unknown stent in the proximal right coronary artery and a 70% instent restenosis of the study stent.

Manufacturer narrative:
Correction: date of this report was originally reported as (B)(6) 2012 however, the correct date should be (B)(6) 2012. Updated describe event or problem and relevant tests/lab data

Event description:
(B)(4) study. (B)(6) 2010, the patient was diagnosed with stable angina (ccs class: 3) and cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the mid rca with 100% stenosis and was 15 mm long with a reference vessel diameter of 2.2 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm taxus liberte stent. Following post dilatation, there was 0% residual stenosis. The patient was discharged on aspirin and prasugrel. (B)(6) 2012, the patient presented with chest pain and was hospitalized. The patient was on aspirin only since (B)(6) 2011. The patient was diagnosed with non st segment myocardial infarction and cardiac catheterization was recommended. Instent restenosis of the 2.25 x 28 mm taxus liberte stent in the mid rca was treated with balloon angioplasty. The event was considered resolved without residual effects and the patient was discharged on same day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR. - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).